Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 and 1.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived onsite, storage spaces 1.1 and 1.2 were detected on the bus. A full test was performed on both drawers, and no defects were found through the hardware testing application or physical inspection, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.